Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video connector socket failure. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the customer's allegation, the images were not displayed due to a component failure. And for the newly identified malfunction mentioned above, the cause was traced to component failure, too. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - complete initial reporter establishment name: (B)(6). E1 - complete address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had no image. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.